Event description:
It was reported that the user¿s charging pad illuminated with a green light but only charged the ilet to 2 percent after being on the pad for hours, and a replacement charging pad was shipped after troubleshooting. Customer care provided support that included logistical replacement of the accessory. Investigation of this case revealed a suspected charging accessory performance issue consistent with inadequate charging despite power indication, with the affected component being the external charging pad. No clinical symptoms during the event reported. Outcomes included no interruption to therapy requiring medical care and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction of the charging pad.